Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2 assay. A customer from the united states alleged that they received potential false negative results for a patient sample using a cobas ® sars-cov-2 & influenza a/b test kit. The customer reported on (B)(6) 2021 that they received false negative results for a patient sample analyzed on the cobas liat system (s/n (B)(4)) which generated a sars-cov-2 negative, influenza a negative, and influenza b negative result. The patient¿s same sample was repeated on another cobas liat system (sn (B)(4)) and again on the same cobas liat system (sn (B)(4)) that generated sars-cov-2 positive, influenza a negative, and influenza b negative results. The patient sample was recollected and analyzed on cobas liat system (sn (B)(4)) that generated a sars-cov-2 positive, influenza a negative, and influenza b negative result. Patient sample was collected using nasal swab media type was not provided. The customer confirmed there was no allegation of harm to the patient. The negative results were reported out originally to the patient and/or personnel treating the patient. An investigation was performed which did not identify any product issue.

Manufacturer narrative:
The provided raw data confirmed the allegation. The observed discrepancy is most likely due to the sample being a weak positive for sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. A trend was identified for the alleged lot 01123y.the complaint allegation was not observed. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4)